Event description:
It was reported by international mallinckrodt gmbh facility that the material surface on the inner cannula was rough and uneven on one (1), size 8 fen, fenestrated low pressure cuffed tracheostomy tube. This was detected prior to actual usage with no direct patient involvement or patient compromise. The 8 fen device was returned to the manufacturer for identification, analysis and investigation on 11/14/97.